Manufacturer narrative:
One cd with radiographic images was provided by the customer and reviewed by sjms medical consultant with the following findings: the descending aortogram showed a moderate-sized pda that measured 2.7 to 3.1 mm. The pda length and ampulla diameter were measured appropriately and a 6/4mm ado was implanted. Angiograms in the pulmonary artery and aorta were performed and the device was released. The upper edge of the device hung into the aorta but did not appear to cause any narrowing. Based on the images provided, the cause of tricuspid regurgitation (tr) could not be determined as tr can only be observed via echocardiography. The images show successful device implantation and complete closure of pda. The cause of the tricuspid valve injury was likely due to entrapment of the tricuspid valve chordae during advancement of the delivery sheath across the tricuspid valve. The amplatzer torqvue 45 degree and 180 degree delivery system instructions for use (IFU) informs the user to use caution when advancing the dilator and sheath to avoid damaging tissue and vessels or interfering with previously implanted medical devices. The amplatzer torqvue 45 degree and 180 degree delivery system IFU states that tissue trauma/damage and valve damage are potential adverse events that may occur during or after a procedure using this delivery system.

Event description:
According to the initial information received, a 6/4mm amplatzer duct occluder (ado) was attempted using a 6f amplatzer torqvue 180 delivery system (dtv180) sheath, however, the ado would not advance across the loader into the sheath. Another 6f dtv180 was used but the same issue occurred. Finally, a 7f dtv180 was used to successfully implant another 6/4mm ado as no other 6f dtv180s were available. When a follow-up echo was performed, however, tricuspid regurgitation and a ruptured chordae was observed and was thought to possibly be due to the larger, 7f sheath and extended procedure time. No acute intervention was performed but a tricuspid valve repair may be required in the future.

Manufacturer narrative:
Device: both 6f amplatzer torqvue delivery systems (1 sheath, 2 dilators, 2 loaders, 2 delivery cables and 2 hemostasis valves) were returned for analysis, decontaminated examined; no defects were observed. The components could not be identified to a specific lot as they were returned co-mingled. The sheath hub and each loader attachment was measured and found to be within specifications. A test, 6/4mm and a test, 10/8mm ado was loaded into each loader handed-off to the sheath, advanced, deployed, and recaptured without issue. During manufacturing, both delivery system lots underwent a series of inspections and tests to confirm proper function, including attaching the loader to the sheath to ensure correct connection. A review of manufacturing documentation confirmed both delivery system lots successfully completed these tests. The original, 6/4mm ado and 7f dtv180 that was used to implant the replacement ado were not returned for analysis. Imaging: sjm requested further information regarding this case, but medical records and images were not provided. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided.

Manufacturer narrative:
The 7f dtv180 (sheath, dilator, loader, and delivery cable) was returned for analysis, decontaminated and examined; no defects were observed. The sheath hubs and each loader attachment was measured and were found to be within specifications. A test 6/4mm ado was loaded into the loader, handed-off to the sheath, advanced, deployed, and recaptured without issue. (Sjm could not evaluate the ado involved in this incident since it was not returned.) During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests.